Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has multiple scs systems. This report is in relation to the scs system implanted on (B)(6) 2009. It was reported the patient has not recharged her ipg as recommended. In turn, the charging system and programmer have been unable to communicate with the ipg due to it being inoperable. As a result, the patient will undergo surgical intervention.